Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and was not returned to the manufacturer. There was no reported device malfunction. The instructions for use (IFU ) identifies neurological deficits as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for a right internal carotid artery aneurysm. The fred was implanted without incident. Post-procedure, the patient had visual field impairment in the right eye. The patient has had steroid pulse therapy. There was no reported device malfunction.

Manufacturer narrative:
Additional information was received via email stating that the lot number of the device had been obtained, and that a new, correct part number had also been obtained. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.